Manufacturer narrative:
Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was alarming low flow. Therapy was paused for a little, but nurse was not primary nurse and was unsure why therapy was paused. They select adjust in the control patient box, but box will not close out. Had nurse reboot device. Informed nurse to select continue current patient. Had nurse empty the pads and disconnect pads. Informed nurse to confirm all tubing was straight with no kinks and then reconnect pads with proper technique. Resumed therapy, pads primed to water flow rate (wfr) was 0 l/min. Stopped and emptied pads. Walked through enabling manual control. Without pads, water flow rate (wfr) was 0.4 l/min, inlet pressure (ip) was -8.2psi, circulation pump command (cpc) was 63 percentage, system hours were 9,344, and pump hours were 8,262. Informed nurse to send this device to biomed s/n: (B)(6). Recommended swapping to a new device.